Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed multiple episodes of noise exhibited by the right ventricular lead. An insulation breach was suspected. No interventions were made. The patient was stable and non-pacing dependent.

Event description:
New information received notes that lead noise resulted in pacing inhibition.

Manufacturer narrative:
Correction: h4 - product serial number was incorrectly given as (B)(6) in the previous report.